Event description:
The product was applied to correct the myelomeningoceole lumbo sacralis condition the infant was diagnosed with a birth. Post-operatively the pt's wound was treated continuously with peroxide. Reportedly, the suture disintegrated three days post-operatively requiring a second wound repair.